Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable; lens not implanted. If explanted; give date: not applicable; lens not implanted; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small scuff on the intraocular lens, (iol). The customer indicated that there was possible patient contact; however, there was no reported patient injury. The doctor used a different lens to complete procedure. It was not known when the event occurred, if it was during handling (preparation) or prior to insertion. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the device code "1120" was inadvertently entered in the initial emdr report which is incorrect. The correct device code that should have been entered is "1069" which has been listed in this supplemental report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.